Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to receive effective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a new lead at a level lower (t8 ). Reportedly, patient has effective therapy post-operatively.